Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that the package was already open when the nurse went to open it. There was an alleged rip/tear in the package itself. This was discovered before use on the patient. Another device was used to complete the procedure. There was no reported patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 14.5 fr d/l hemosplit hemodialysis x 19cm catheter with surecuff was returned for evaluation. A visual evaluation was performed. The investigation is inconclusive for holes, cuts, tears in package, as the device was received with the inner tray was partially opened and was resealed with tape. Residue was noted on the petg on the entire length of the detached area. Although, the kit was opened upon return it is unknown whether the tears could have been from clinical procedure or packaging return procedure. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the package was already open when the nurse went to open it. There was an alleged rip/tear in the package itself. This was discovered before use on the patient. Another device was used to complete the procedure. There was no reported patient contact.